Event description:
Suture needle broke: adult female patient: lumbar laminectomy & fusion - at closing needle broke during subcuticular-running closure - #1 vicryl figure-of-8. Sub c done w/2-0 vicryl - 30 quill) utilized c-arm to find the 2º piece - found piece immediately. There was no patient harm.